Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads: upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7032780.

Event description:
It was reported that the patient was not getting an adequate pain relief. All device components were explanted and were not returned.